Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The sensor was inserted into the abdomen on (B)(6) 2025. According to the patient, on (B)(6) 2025, the patient was feeling hypoglycemic and experienced loss of consciousness. The family called an ambulance. There were no cgm readings due to the sensor issue and there was no bg documented. It took 40 minutes before the ambulance with paramedics arrived. During that time, the patient already regained consciousness but was still vomiting. There was no documentation about any treatment provided for hypoglycemia. The paramedics treated the patient with ondansetron (anti-nausea) no other medication was documented. There were no external injuries and at the time of the report the patient was doing fine. Data was provided for investigation. A review of performance data shows that on (B)(6) 2025, the patient experienced periods of intermittent brief sensor issue as alleged. These instances of brief sensor issue occurred primarily between the hours of 8:00 am and 8:00 pm and were accompanied by vibratory no readings alert when the set threshold for the alert trigger was breached (20 minutes of continuous brief sensor issue). Some, but not all, of the no readings alerts were acknowledged. Of the estimated glucose values available that were interspersed with brief sensor issue from 8:00 am to 8:00 pm, none breached the urgent low alert threshold of 3.1 mmol/l. However, from about 9:00 pm to 11:15 pm, the patient¿s egvs breached the urgent low alert threshold and eventually dropped all the way down to low (less than 2.2 mmol/l), where they stayed from 10:20 pm to 11:00 pm. Vibratory urgent low alerts were delivered during this time in accordance with the patient¿s settings. There were also two acknowledgements of the urgent low alert at 10:30 pm and 11:00 pm. Although there were several periods of intermittent brief sensor issue on the alleged date of incident that align with what the patient reported, it is unknown whether these periods of brief sensor issue were associated with the hypo event as the approximate time of the hypoglycemic event could not be ascertained, and there were no live or backfilled egvs during these periods that indicated low readings. In addition, although there was a period of extended critically low egvs on the evening of the alleged incident date, which were accompanied only by vibratory (not audible) alerts, it is again unknown whether this period of low readings was associated with the hypo event as there was no brief sensor issue during this period as alleged by the patient. The reported complaint is therefore undetermined, and the root cause of the hypoglycemic event could not be determined. No additional patient or event information is available.